Event description:
Additional information stated that there were no issues with the system controller. The problem was the mpu patient cable power connectors.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was initially reported that the patient was experiencing difficulty connecting with the controller connectors; however, additional information stated that the problem was the mpu patient cable power connectors. The mpu-37613 was sent for evaluation and repair under pi-2021-0171503-01. It was reported that there is no problem with system controller serial #(B)(6); the controller was not exchanged and remained in use. As the system controller will not return for analysis, this complaint file will be closed with no further action. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications and was shipped on (B)(6) 2020. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that it was difficult for the patient to make a connection with the controller connectors onto the screw thread of the mobile power unit. The threaded connection is stiff. Related MFR #2916596-2021-06106.